Event description:
It was reported, "the bipolar head was wearing off the acetabulum and the patient was in pain so the surgeon revised the right hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital retained the device.